Event description:
The information received from the affiliate states that this patient (gender unknown) was presented to the interventional lab for repair of a lesion located in the left superficial femoral artery (sfa). The vessel was described as calcified, and contained a middle degree stenosis. The physician accessed the left common femoral artery using an antegrade approach. The information states that the physician inserted a 4 fr. Sheath and attempted to advance a savvy 4mm balloon over a sv wire to the lesion. The wire was not pre-shaped. There was no resistance felt while advancing, and a torque device was not used. During advancement, the wire prolapsed on itself and the distal tip of the guidewire began to unravel. The physician carefully removed the guidewire and the balloon from the patient and inserted another sv wire with the balloon. The information states that the tip of this balloon began to unravel during advancement and when the physician attempted to retrieve the guidewire, the tip separated in the patient. The tip was retrieved by means of the balloon catheter being withdrawn into the csi, which was cut, and then was flushed out by blood flow of the vessel. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" code). Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two devices with the same catalog and lot numbers that was involved in the same procedure and is related to mfg # 1016427-2006-00086 and 1016427-2006-00087. A recall has been enacted for specific lots pertaining to catalog number 503558x. Please note that CAPA file# 1661 has been opened to address "sv guidewire separation complaints."